Event description:
A 35 yr old female with history of recurrent pneumothorax had thoracoscopy with stapling of pulmonary apical blebs and pleural ablation on 8/5/96. During the procedure, the stapler failed to re-open after firing causing the surgeon to cut pt's tissue from the device. The surgeon used the bovie to cauterize further bleeding points. No adverse noted outcome noted.